Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that customer was hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019. The blood glucose level was 319 mg/dl at the time of incident. The customer experienced symptoms such as nausea, vomiting and abdominal pain. The customer treated with insulin drops in the intensive care unit and bolus using insulin pump for high blood glucose. Customer was tested positive for ketones test result. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. It was reported that auto mode feature was active. Customer does not alleged insulin pump was under delivering. It was reported that connecting a sensor today loss of communication happened. Troubleshooting was performed. The device will not be returned for analysis.